Event description:
Healthcare professional reported "left side deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat, brown particle in the surface of the shell and delamination in plug strap leak test was performed and found opening on anterior . A microscopic analysis was performed which identify sharp opening on the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening sharp on the anterior side assessed as unidentified (tear) opening. Delamination plug strap disk shell assessed as to a cohesive failure.

Event description:
Healthcare professional reported "left side deflation". Device was explanted.